Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. No unexpected pump error 60 noted during testing. The test sensor simulator, mobile device communicates properly to the pump. No device not found, lost sensor alarm during testing. Thus and software was utilized and downloaded trace/history files properly. Pump error 60 show in the trace/history files on 10/30/2025 10:14:17.000, 10/30/2025 10:14:29.000. File number: 2002 32149 31 32149 31 32149 51 32149 51 2017 32149, line number: 1541 202 1747 202 1747 202 1451 202 1451 147 202, esf# : (B)(4). Possible hardware error. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Pump passed all testing required. No unexpected pump error 60 during testing. However, pump error 60 shows in the trace/history, problem isolated to hardware error electronic defective. The customer alleged the pump having trouble communication sensor simulator and mobile device not confirmed. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 60 (tone, vibrator or motor did not have power available when needed), issues with the screen, no data received from the mobile application and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.